Event description:
(B)(4). It was reported that during a coronary stenting treatment procedure heart failure occurred. The target lesion was located in the left anterior artery (lad). The target vessel reference diameter was 3mm and the lesion length was 22mm. Pre-procedure stenosis was 100% and post-procedure was 10% stenosis. A 3x24mm liberte stent was implanted. No attempt made for direct stenting. Due to heart failure an intra-aortic balloon pump (iabp) was placed during the procedure. The procedure was a technical success. The patient was discharged 7 days later without current anginal complaints or silent ischemia. Discharge medication included asa 100mg/daily and clopidogrel 75mg/daily for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B)(4). Device not available for analysis.